Event description:
Additional information was received from an hcp stating the patient was initially implanted for peripheral vascular disease to increase circulation to the lower extremities. The device was functioning but did not cure the patient's clotting issue. The device reached normal end of life and was not replaced. At the time of this report, the hcp was looking for a surgeon to explant the device but could not find a surgeon who would do it.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Common device name/,PMA/510k:  peripheral vascular disease is not an approved indication for the itrel ii (model 7424); therefore, this is an off-label use of this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ischemic peripheral pain is not an approved indication for the itrel ii (model 7424); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for ischemic peripheral pain. It was reported the caller was requesting MRI guidelines; it was reviewed that MRI's were not recommended for the device. The patient was implanted experimentally to help stimulate blood flow and with the pain the patient was experiencing. The battery had been non-functioning for at least 10 years, and the patient had since been having issues with chronic pain. It was noted the patient had an amputation before the implant and after the implant but the hcp confirmed these were unrelated to the device/therapy. No further complications were reported or anticipated with the event.